Manufacturer narrative:
A visual evaluation of the returned device found that the stent is severely damaged, it is blackened and kinked in several locations, and the stent is stretched and broken, including the barb in the proximal section. The stent was probably blackened due to the device being in place for several months. The investigation concluded that the stent was most likely difficult to remove due to some operational/anatomical factors encountered during procedure. Using a snare is a standard biliary stent removal technique. Forcible grab by the snare wire can cut or tear the stent during the removal procedure. The damages found on the stent are typically made due to grabbing and pulling the stent with the snare during the stent removal. Therefore, ¿operational context¿ is selected as the most probable root cause for the complaint. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed no anomaly was found.

Event description:
It was reported to boston scientific corporation that an advanix¿ biliary stent was removed from a patient during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2016. According to the complainant, while attempting to remove a previously implanted advanix¿ biliary stent during a stent removal procedure, the physician had difficulty removing the stent from the duct. During removal, the stent began to stretch and fractured into two pieces. The distal part of the broken advanix¿ biliary stent remained stuck in the bile duct. The physician was able to remove the remaining portion of the stent using the snare and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on december 09, 2016. The stent was indwelling around 8 weeks prior to removal.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. Reported event of "stent broken." The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix¿ biliary stent was removed from a patient during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2016. According to the complainant, while attempting to remove a previously implanted advanix¿ biliary stent during a stent removal procedure, the physician had difficulty removing the stent from the duct. During removal, the stent began to stretch and fractured into two pieces. The distal part of the broken advanix¿ biliary stent remained stuck in the bile duct. The physician was able to remove the remaining portion of the stent using the snare and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.